Event description:
Baxter service technician reported an infusion pump with a 550 failure code upon powering on the device. According to biomed, no patient injury or medical intervention has been reported. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient status, age of patient, or medication involved.